Event description:
It was reported during in clinic follow up that the right ventricular lead exhibited dislodgement. Dislodgement was confirmed by via imaging. The lead was explanted and successfully replaced. The patient was stable and asymptomatic.